Event description:
It was reported by the sales rep that during a lap gastrectomy, the jaws could not be opened after the device was closed and was inserted into the patient through a trocar. The device was not fired. The cartridge was blue. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4). (B)(6).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did this occur?---before the 1st. Was buttressing used? ---no. Were there any unexpected noises heard when closing the device? ---no information. Was the device difficult to insert into the trocar? ---no the analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.